Manufacturer narrative:
Additional information was received that the patient was explanted. The physician did not believe that the swelling and itching around the patient's face was device related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm. Model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient felt tugging of the leads upon the ipg and the stimulation worsened the patient¿s general pain. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient felt tugging of the leads upon the ipg and the stimulation worsened the patient¿s general pain. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient felt tugging of the leads upon the ipg and the stimulation worsened the patient¿s general pain. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.